Manufacturer narrative:
(B)(4). One used lf1537 ligasure device was received for evaluation. Examination of the device confirmed that the handle could not be used to open the device. Further testing identified this to be due to broken latch tines within the handle. Inspection of the device also found evidence of harsh and unusual use, including jaws that were a bleached white color, similar to that seen when the device is reprocessed. A review of the device history records for this lot found no potentially contributing factors during manufacture to the reported issue. The root cause of this issue is attributed to harsh and improper usage or possible multiple uses by the customer. The IFU warns that this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws could not be opened by the handle after closure. No injury to the patient occurred.